Event description:
It was reported that following proper preparation, an iab was inserted in the operating room. It immediately clotted off. A sheath was then placed in the opposite leg and iab was removed. A spring wire guide was able to be passed through the central lumen of the removed iab and clot in the central lumen was dislodged. Then, there was an attempt to place the same iab in the new sheath in the opposite leg, but the wrap loosened and iab could not be inserted. New iab was placed uneventfully. No further difficulties or pt complications.